Event description:
It was reported that there were two readings with high impedance. Provocative testing was negative. It was further reported that there was evidence of lead fracture and that the patient presented with inappropriate shocks. Laser lead extraction was performed successfully with no significant sequelae. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
(B) (4).